Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to reaching elective replacement indicator (eri). There were no allegations against the device at the time of explant. The device was successfully replaced, and there were no adverse patient effects noted.